Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back should any malfunction code recur, which the caller acknowledged and understood.